Event description:
During a robotic surgical procedure for total laparoscopic hysterectomy, a few minutes into the procedure, an arc occurred and hit uterine tissue. No harm to patient as uterus was going to be removed. Tip cover replaced. Device being used was the monopolar shears davinci surgical system by intuitive. Tip cover on device noted to have brown spots and holes after arc of shears occurred. Machine at recommended settings and tip cover applied to monopolar shears according to manufacturer's directions.